Event description:
It was reported that during a percutaneous transluminal angioplasty (pta), a balloon rupture occurred. The 100% stenosed target lesion was located in the moderate tortuous left superficial femoral artery (sfa). During the 1st inflation, the balloon ruptured at 14 atms. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt condition listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The mfg batch record review confirmed that the device met all material, assembly, and performance specs. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B) (4).